Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of less than 200 ohms. Patient isometrics were performed. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.